Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the device displayed a "defib pad short" message. Complainant indicated that the clinician powered the device off and back on again and the message cleared. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing which included environmental and functional testing without duplicating the malfunction. Review of the device activity logs did not find evidence to support the reported event. It is important to note that during disassembly that we did observe a suspect cable not attached correctly, but we were unable to confirm this as root cause. The device's multi-function signal cable was replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.